Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) (event 3). The device is currently shipping from colombia to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history reord and there was no abnormality found during in-process or at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): on (B)(6) 2016, the day (B)(6) 2016 the patient was installed 270-5 infuser days 5fu treatment, the patient comes to hydrating the next day and the infuser completely full encuetra, check and verify that no way out of the drug which aspire syringe content and pass it to another infuser

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) (event 3). This case is reported with MFR # 9610825-2016-00187 and internal number (B)(4).